Event description:
Report received from the USA stating that the device "just does not work." It was unk to the reporter whether or not the device was used in surgery. It was also unk to the reporter if medical intervention was required. There was additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and performed as designed. The event could not be duplicated therefore, the event was not confirmed. If additional info is received, a supplemental report will be sent. (B)(4).